Event description:
It was reported that: "trials were initially left in the patient. Patient was not doing well during surgery; began CPR compressions and after the patient stabilized, the surgeon decided to end the surgery. Surgeon closed the patient and after patient was sent to ICU. Patient was medically cleared on (B)(6)2010, surgeon removed trials and implanted the implants."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lotcode, catalog number, x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Additional catalog numbers and lot codes of other devices listed in this report: cat # unk, lot # unk, description: 43mm centrax trial bipolar. Cat # unk, lot # unk, description: 26mm 41/43 bipolar insert trial. It cannot be determined which, if any of these devices may have caused or contributed to the patient's adverse event.